Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee floor. The user reported a fire in the generator cabinet which needed to be extinguished. There is no report of impact to the state of health of any patient or user involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
The customer service engineer (cse) exchanged the transformer, breaker, and cables as part of the service activity after which the system was again functional. The transformer was sent back to the manufacturer for a detailed investigation. The investigation is still ongoing. The results of the investigation will be submitted in a supplemental report upon completion.

Manufacturer narrative:
Siemens conducted a detailed investigation of the reported event. The investigation was performed on expert discussions considering the complaint description, customer service reports, and the c-part. According to the available information, after a procedure, the customer discovered a fire in the generator cabinet, which had to be extinguished. There were no injuries due to this event. Siemens service notified of the event after the fire had been extinguished. During the immediate service intervention, the burned transformer, a circuit braker and cables were exchanged to bring the system back into operation. The problem did not reoccur. Inspection of the defective parts revealed that the main fuse had tripped due to a high current, the cable set contains several cables with burn marks, which are located above the main transformer and the cause of the burn marks is the overheating of the transformer. All components used in the generator are ul-certified. If an electronic component malfunctions, it may emit smoke, heat, and noise. This will stop after the source of energy (mains voltage) is cut off. It was also observed that the fire was just at a small region of the generator and did not spread. The detailed investigation of the burned transformer, performed by the manufacturer, revealed that there was a thread short circuit caused by degradation of the insulation system in the transformer winding. The exact cause of the degradation of the insulation system cannot be determined due to significant thermal damage to the windings. During the analysis, it was also found that there was no overloading of the transformer during its operation. The root cause of the issue was determined to be a defective transformer, which was a single fault of the transformer. There is no accumulation of errors like the one described. The occurrence rate of the aforementioned error pattern was checked. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation.